Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the black box from the date of the complaint had been overwritten. The current black box showed multiple pump reboots. The pump was returned with moisture in the battery compartment. The battery cap was able to fit and maintain electrical connection. The battery cap was tightened and then unscrewed 1/2 turn leading the pump to reboot. The power complaint was duplicated. A leak test failed due to battery compartment leak. The pump was opened and there was no moisture found. The battery cap was fastened and there was no further loss of power during 24 hour testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.